Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that an animal underwent an ovariectomy procedure in (B)(6) 2021 and suture was used. Post-operatively, the suture broke along the length of the thread, the knots of the belly wall overlock were intact. No additional information was provided.